Event description:
Nevro representee on site at the time of replacement of ipg, due to programmed checks and re-training of new remote for ipg. (Flew in from england, was late due to customs clearance on my ipg which she had carried on person) surgery was late. Pain management consultant trained on procedure by nevro corp regarding replacement ipg. On the (B)(6) 2022, I had my ipg replaced for a nevro spinal cord stimulator as my old ipg was at its 10-year shelf-life expectancy. I was informed by the consultant that my ipg site would be closed with staples previous to surgery. I had my questions regarding this as I am quite aware from my employment at this time that wound closures with staples are a high risk of infection and or high failure risks of jamming skin pulling etc. I also highlighted this matter to the nevro rep when she finally arrived and she stated this is the surgeon¿s preference, (nevro's preference is that no ipg site should be closed with staples as it can cause skin burns with charging or interfere with the ipg, IFU states no metal between charge paddle and ipg during charge.) *please see patient manual nevro*. I further questioned the nevro representative regarding charging with staples in place and she informed me that it was ok to charge, but to mind though as it is a fresh wound and to start my charging the next day for 10 to 15 mins and work up daily to my complete charge time of 40 to 45mins. Please note the staples were in place till the (B)(6) and full charge time of 45mins was met. On removal of the staples I was a bit concerned of persistent pain at the ipg site, I noticed esp. After charging the pain got worse each time, I have difficulty in sitting for long periods, driving, exercising, walking upstairs lying on my back or side of the ipg which is located in my left buttocks. Wearing panties is a challenge as it lays on the ipg site, wearing jeans or tight leggings etc. Causes a pain. The ipg feels at times that it is moving, causing a tearing sensation inside my left buttock. When charging my skin feels raw and stinging sensation. I had to give up my job due to this and it has affected my quality of life. On review with another pain management specialist it was brought to my attention that staples aren't advised nor to charge with them in place. I am currently under review and have already had some tests to see what is the problem apart from metal burns, nerve damage and irritation to the muscles in my buttocks. I'm currently waiting to have the ipg replaced and situated in a different location due to the adverse reaction when I have charging and not having full benefit of my spinal cord stimulator because me needing to turn off stimulating up to 3 hours to charge every 2nd day to minimize the pain. Charging is supposed to be every day. I am legally pursuing nevro for misconduct on both trained parties, medical negligence, procedures not being met nor followed. Medical negligence that has put risk to my health and future unnecessary procedures to rectify the problem etc. There is no nevro reps available to any irish patients of nevro spinal cord stimulators in ireland, nevro sends reps over from england, and if questions need to be answered by patients, most patients don¿t hear back, or wait up to 3 weeks for a reply. I am also supposed to be able to do a impedance check with my remote control, and this function seems not to be working not installed but patient manual and youtube video guidance states I should be. I have contacted hpra regarding regulations on no reps from nevro within ireland, that a rep is coming in from a country that is no longer in the EU, and do they have derestriction to be coming into ireland to look after patients. Bsi, ema hpra are also notified regarding negligence. Due to me perusing legally I have been advised not to disclose medical records or results.